Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error-poor aseptic technique.

Event description:
This report was received from (B)(6) and is spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date in 2011, a break in aseptic technique occurred described as patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was the break in aseptic technique. On (B)(6) 2011, the patient was hospitalized for the event of peritonitis. On (B)(6) 2011, the patient began remedial treatment of vancomycin (2 gm, ip, initially and repeat on 7th day), amikacin (10mg, ip, in each exchange), heparin (1000 units, ip, in each exchange), fortum (1 gm, ip, daily), and pd therapy ((B)(4) 1 bag 2000ml 4 each-four hours, 12hrs per day and continue for seven days). At the time of the report, the patient remained hospitalized. It was unknown if the events of break in aseptic technique and peritonitis had resolved. Dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing as was remedial therapy with vancomycin, amikacin, fortum and heparin. Concomitant medications were not reported. The nurse stated the event of peritonitis was not related to dianeal pd2 ultrabag therapy. A causality statement was not provided for the event of break in aseptic technique.